Event description:
Needle did not test appropriately--did not make sound on test fire. Patient on table prepared for stereotactic biopsy. Faulty needle--test did not work properly. Continue to always test the needle before using on patient, none.